Event description:
It was reported that a user wearing the ilet with an inset infusion set experienced persistent hyperglycemia, with both the ilet and cgm indicating high readings and self-reported blood glucose over 400 mg/dl, along with an occlusion alert and discovery of bent cannulas on two consecutive inset sets; ems transported the user to the hospital, and the user later switched back to the contact detach infusion set with successful insulin delivery after a guided full supply change. Symptoms included dry mouth and disorientation. Outcomes included ems intervention and same-day discharge without in-hospital insulin therapy, followed by resumption of ilet use after supply change. Investigation included technical troubleshooting with a guided supply change and device use education. Investigation of this case revealed user-reported infusion set failures characterized by bent cannulas and an occlusion, with resolution after switching to an alternative infusion set. It was concluded that the event involved hyperglycemia related to infusion set performance, with the device functionality verified through successful post-change operation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.